Event description:
Rptr has purchased three sunbeam heating pads, all which have failed. Within less than a month, the first two pads would not heat, and the light on the control panel would blink on and off. Rptr was using the third heating pad on her lower abdomen and thighs, when a flame shot out of the control panel with a "popping" noise. The flame caused the rptr's robe to catch on fire. She immediately got out of her robe and unplugged the device. There was a burn hole in the robe, the couch sustained fire damage, and the rptr was not injured. She contacted the MFR on 4/7/99, and was told to create a report, including estimates of damage to property, photographs, and the cost of the three heating pads. The rptr sent the info to the MFR, and it was rec'd by the MFR on 4/29/99. She was told by a MFR rep that she would receive a response to the detailed complaint within 72 hours. The rptr claims that this did not take place, and that she has been having a hard time contacting anyone involved with the complaint. The rptr wants the product "taken off of the shelves", and has since purchased a "non-sunbeam" product to replace the heating pad. Estimated cost in damage/expense was $1,386.00.